Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600256 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler stuck. The patient's condition was reported as fine.